Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. The IFU cautions: small amounts of moisture or seepage around the catheter is anticipated. To avoid skin irritation, initiate an appropriate institutional skin care protocol. At minimum, the skin should be kept clean, dry and protected with a moisture barrier product. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that an elderly patient with many contributing health factors experienced a recto-vaginal fistula while a fecal management system (fms) was in place. The device was indicated for use in the treatment of diarrhea associated with a clostridium difficile infection. The reporter indicated that the patient had such poor rectal tone that there was difficulty keeping the device in place to the point that gauze was packed around the retention balloon to facilitate keeping it in place. The device was in place for a total of eleven days. The patient was taken to the operating room for a colostomy for the diarrhea and it was during surgery that the fistula was discovered. It is unknown how much fluid was in the retention balloon. No further details have been provided.